Event description:
Customer reports receiving erratic readings in blood glucose tests, with readings of 52 mg/dl, 121 mg/dl, 921 mg/dl, 821 mg/dl and 124 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" and "d" zones showing the difference in values to be clinically significant. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.